Event description:
Roux-en-y gastric bypass was being performed. Gastric stapler was placed across stomach tissue, clamped and fired. Subsequently, stapler would not release. MFR rep called to see if anyway to get stapler to release. In the interim, surgeon took stapler apart piece by piece to try to release stapler. During consultation with rep, stapler release hold. Stapler across stomach tissue approximately 15 minutes.